Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 60ml ll brazil had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: one more 60ml syringe failed. Containing unidentified object in the body and plunger. Info received from customer: batch 9182630 and the foreign matter resembles paint / grease ((B)(6) 2020).

Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. The photo shows a syringe in its packaging blister. The syringe barrel flange has degraded resin. A potential root cause is associated with the syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the investigation and with the sample analysis, the reported symptom is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that syringe 60ml ll brazil had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: one more 60ml syringe failed. Containing unidentified object in the body and plunger. Info received from customer: batch 9182630 and the foreign matter resembles paint / grease ((B)(6)2020)